Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample was provided for evaluation. The returned sample was decontaminated successfully before inspection. Visual inspection of the sample was conducted, and no visual defects were identified. The sample was subjected to a functional leakage test, following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air underwater. Leakage was identified at the connection of the spike line into the arterial set. Based on the investigation findings, the sample was out of internal specification; therefore, the reported defect was confirmed. Due to the reported incidents a supplier corrective action (scar) has been generated to address the issues of leaks at the male luer connectors. Based on the supplier gvs home of haemotronic investigation, a review of the machine/process confirmed that the defect is attributed to the wear of the seals, the vents becoming clogged and damaged, causing short firing during the molding process of male luer connector. Ultimately, the defect identified has been found to be caused during the supplier manufacturing process of the male connector. Based on these findings the supplier implemented the following actions: alert the machine and inform the personnel involved about the defects, perform the required preventive maintenance to repair forming pins and vents, balance the mold to ensure proper filling in all cavities, and document the appropriate parameters to keep the process stable and without variations. To analyze the effectiveness of these adjustments, gvs's supplier will: conduct a pilot run, perform a capacity study, and graph the number of defects. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: 2 incidents of bloodlines leaking. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.